Event description:
Procedure type: low anterior resection/ double staple. According to the reporter: the instrument was fired and the "click" sound was barely heard. The instrument was difficult to remove and a "crack" sound was heard during removal. A leakage test performed after removing the device did not detect any leaks. Reportedly, the two donut specimens were well formed. Reportedly, part of the mylar on the anvil of the instrument had indentations in it. Reportedly, the day after the surgery, oozing was found by drain. Reportedly, on the third day after surgery, the patient got a fever of 40 degrees celsius. The patient has recovered well.